Event description:
Reportedly, the tubing detached at adult vamp reservoir while drawing blood. Follow up with the hosp indicated that there were no pt complications.

Manufacturer narrative:
Device not returned.